Event description:
Medtronic has received additional information regarding a journal article reported in medwatch # 2953200-2009-00445. Medtronic was informed that there were two events related to the aneurx stent graft. This report is to provide details regarding the second event in the journal article. An aneurx stent graft system was implanted in the patient for the endovascular treatment of abdominal aortic aneurysm. It was reported 58 months post stent graft implant, the iliac aneurysm was 4cm; at 72 months, the aneurysm increased to 5cm with a new type iii endoleak the physician elected to reline the stent graft and the patient is currently being followed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, conclusion: other (identity of device with which patient/clinical outcome not provided). Patient code: other, secondary intervention. Journal article: "open vs. Endovascular repair of isolated iliac artery aneurysm: a twelve year experience" (j vasc surg 2009) niyant v. Patel, md, graham w. Long, md, zulfiqar f. Cheema, md, kalen rimar, bs, o. William brown, md, and charles j shanley, md, royal oak, mich. See scanned pages.